Event description:
It is reported that the mesh part of the epoch stem has a wire sticking out of it. When it was removed from the packaging, the wire penetrated both sets of the technician's gloves. This compromised the sterility of the implant so it could not be used.

Manufacturer narrative:
Evaluation summary: several job steps are in place to ensure that there are no loose wires or that protruding wires are broken off and ground down. The cause of this loose wire cannot be determined. Review of the device history records did not find any deviations or anomalies. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers this investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.